Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that crossing difficulty occurred. The 2.50mm x 28mm promus element plus stent was advanced to the target lesion but was unable to cross. The procedure was completed with a different device. No patient complications were reported and the patient's status is fine. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: a visual and microscopic examination found that the stent was damaged at the proximal end. Struts on 4 most proximal rows were misaligned and pushed distally. This type of damage is consistent with the stent meeting resistance upon withdrawal. The hypotube was kinked at regular 15 to 20 cm intervals. This type of damage is consistent with excessive force being applied during procedure and/ or wrapping of the device post procedure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).